Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case #mw5035878) in united states on (B)(6) 2014 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below. Consumer reported that after her 4th child she decided she was done having children and after talking to her doctor, she chose for essure which was inserted on (B)(6) 2010 with lot number 675112. It was a quick and painless procedure. Things were ok for a month or so but then she began having severe cramping, heavier than normal bleeding while passing very large clots, mood swings, fatigue, loss of balance and headaches. The bleeding was so heavy at times that she couldn't leave her house. Consumer mentioned that she made trips to the emergency room and left without knowing what the problem was. She had visits to her doctor and he even put her on the birth control pill to try to regulate her menstrual cycle. As the months went on and nothing was working she had a full hysterectomy leaving only 1 ovary with essure removal, on (B)(6) 2014. Follow-up from (B)(6) 2014: quality department provided result of product technical complaint analysis (company global ptc number (B)(4)): batch number 675112. Final assessment: since no product was returned to us for investigation, it was not possible to perform an investigation of the actual device involved in this complaint. Typically, one would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, a review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Three (3) additional ae case reports have been received to date in relation to batch number 675112 but none of these cases refer to any similar type of medical event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded 'unconfirmed quality defect'. Based on the info available, there is no reason to suspect a quality defect. Reference: mw5035878.